Manufacturer narrative:
(B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service tech. The carefusion field service tech visited the user facility, evaluated the device, verified the complaint and determined that a malfunctioning user interface module (uim) was the case. The carefusion field service tech replaced the user interface module (uim) and ran the device through a complete checkout per the service manual to ensure the device is operating per MFR's specs. Carefusion issued a return goods authorization (rga) number for the return of the alleged faulty user interface module (uim) for eval. As of (B)(6) 2015, the alleged faulty user interface module (uim) has not been received by carefusion. Once the eval is complete, a f/u medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Customer claims this unit screen failed for some reason, this is the only info provided by the customer. She claims the biomed that reported this problem is not at work today and she is not able to get more details on the problem."

Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn: r16252 sn: (B)(4) was received and routed to the carefusion failure analysis lab for investigation. The user interface module (uim) was installed onto the user interface module (uim) test fixture and powered on and the reported blank screen during power-up was duplicated. The user interface module (uim) was then left to cycle overnight and next morning the user interface module (uim) continued to operate and no anomalies were found. The user interface module (uim) was then left turned off for approximately 4 hours and then powered on and was only then that the blank screen at power-up was duplicated again. Issue was isolated to a cold start only issue and found that the thermistor¿s (pn: 68361) resistance was reading between 20ohm and 22ohm at room temperature and is rated at 15ohm (12ohm min ¿ 18ohm max), in colder conditions this initial resistance increases and prevents current flow, this higher resistance on a cold start causes the reported blank screen. Since this component is at least 8 years old it is assumed that this component has fatigued and is no longer operating per specification. Finding/root-cause: duplicated, blank screen on power-up, complaint allegation. Defective thermistor, ntc, 15 ohm, 20% pn: 68361.